Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings of 'lo' (less than 20 mg/dl) and 83 mg/dl on her adc blood glucose meter within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of self-treatment or third-party medical intervention. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle freedom lite meter and the omni strips were reviewed. The DHR showed the freestyle freedom lite meter and omni strip passed all tests prior to release. Retain testing was performed for the omni strip and all units performed in specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Sections model number and pma510k# were incorrectly documented in the initial MDR 30 day report. Sections have been updated.

Event description:
Customer reported receiving erratic readings of 'lo' (less than 20 mg/dl) and 83 mg/dl on her adc blood glucose meter within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of self-treatment or third-party medical intervention. There was no report of death or serious injury associated with this event.